Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was experiencing spontaneous log off during a surgery case. A technical support specialist (tss) dialed in to station and station performance was checked, and it was observed that memory usage was high. The station was not rebooted for last 14 days. The tss checked the med application logs and found storage space and bio ID failure errors. The tss then rebooted the station, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system experienced a sudden auto lockout and auto logoff. The user selected one of the patients under the my patients section on the right, and upon touching the screen on the second patient in that list, the system locked out and logged off unexpectedly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.